Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer was performing troubleshooting that she was supposed to while wearing ppe. The customer does not believe that she cut her hand inside the waste. There were no delays in testing patient samples. A follow-up with the customer indicated that the operator is fine. The cause of the operator cutting her hand while troubleshooting the instrument is human factor issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument, cut the back of her hand near the thumb, while trying to remove a jammed loci vessel waste chute. The operator was wearing personal protective equipment (ppe). The operator stated she was not sure how she got cut, however, her glove had waste on it, and the cut went through the glove, thus exposing her to biohazardous materials. The operator went to the emergency room (ER) where infectious disease testing was ordered. The operator received antivirals treatment.